Manufacturer narrative:
Original surgery was performed on (B)(6) 2017 where rods were implanted fromt10-pelvis. Additional surgery was performed on (B)(6) 2017 to extend the construct to t4. The original rod (rod implanted (B)(6) 2017) broke at t11 about two weeks prior to follow-up visit scheduled for (B)(6) 2018. At the follow-up visit patient notes that about two weeks ago she noticed "a loud crack in her mid back." Since that incident she hears a creak every time she moves. The patient does not experience pain, but it scares her more than anything. (B)(4). Exemption e2017030.

Event description:
Original surgery was performed on (B)(6) 2017 where rods were implanted fromt10-pelvis. Additional surgery was performed on (B)(6) 2017 to extend the construct to t4. The original rod (rod implanted (B)(6) 2017) broke at t11 about two weeks prior to follow-up visit scheduled for (B)(6) 2018. At the follow-up visit patient notes that about two weeks ago she noticed "a loud crack in her mid back." Since that incident she hears a creak every time she moves. The patient does not experience pain, but it scares her more than anything.